Event description:
Medtronic received info that this bioprosthetic valve, implanted 8 months, was explanted due to regurgitation. No adverse pt effects reported.

Manufacturer narrative:
(B)(4). Eval method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event attributed to pt condition. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff but flexible possibly due to a combination of receipt condition (dry), blood contact, and/or the decontamination process. All leaflets were intact. Glistening off-white pannus remained attached to the sewing ring on the inflow adjacent to the left and right cusps, into the right non-coronary inferior coaptive area, along the flow margin of attachment of the right cusp and left right inferior coaptive area. A thin layer of pannus extended 1 to 2 mm onto the inflow of the right and non-coronary cusps. Note: visible mineralization is noted in the pannus attached adjacent to the right non-coronary inferior coaptive area. Radiography shows no evidence of mineralization in the valve tissue. Conclusion: the device history record was reviewed and showed that this product met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a pt related condition.